Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated with corrections: g.5. Multiple 510k numbers: k111860; k130470.

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Additional information was received which changed the reportability of this complaint. This MDR should be considered cancelled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.